Event description:
Pt was sedated and cannulated for procedure when the cord to the ablation ground cable malfunctioned. Noted frayed cord. Procedure was cancelled. Rep may have discarded the defective cord. New cord was available the next day.